Event description:
It was reported by repair work order that the head end brakes could not hold fully due to missing caster tires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.